Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Dexcom technical support was contacted on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to sensor error, a portion of the sensor wire was believed to remain under patient's skin. No portion of the wire was visible at insertion site. Patient consulted a physician on (B)(6) 2012, and an ultrasound was conducted. No sensor wire was detected. Physician prescribed a salve to be applied to insertion site. At the time of the report, patient reports redness at insertion site, slight pain when pressure is applied to insertion area, and slight itching at insertion site.